Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report#1627487-2018-04822. It was reported ((B)(6)) the patient experienced loss of stimulation. During elective ipg replacement procedure, x rays revealed broken lead. As such, drg leads were explanted and replaced. Stimulation was restored post-operatively. Patient is reportedly doing fine.